Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system continued to fluoro after release of the switch. No patient injury was reported.